Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Missing information was not available at the time of this report.

Event description:
Patient developed a 2x3cm lump in right underarm two months after treatment. Physician drained pus and applied antibiotic ointment. Diagnosed with infection and prescribed antibiotics and nsaid. Status as of one month after report is there was still a small amount of drainage but inflammation and pain has subsided.